Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported patient underwent a gynecological procedure and mesh was implanted concurrently to the mesh on (B)(6) 2002, a gore-tex mesh was also implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted, concurrently with a bso, lysis of adhesions, abdominosacral colpopexy, posterior vaginal rectocele repair due to enterocele, rectocele, urethrocele with mild to moderate cystocele, and pelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/15/2016.